Manufacturer narrative:
Additional information: b1, b5, b6, b7, d10, e1, h1 and h11. B5: upon follow up, it was reported the peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was reported as due to constipation (previously not reported). Seven days after hospital admission, the patient was discharged. The same day as event onset, the patient was treated with vancomycin injection (2g, every 5th day, intraperitoneal, ongoing), ceftazidime injection (1 g, once daily, intraperitoneal, ongoing) and tobramycin injection (40 mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from peritonitis. Pd was ongoing. H11: based on additional information received, that the peritonitis was caused by constipation, the pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The day after event onset, the patient was hospitalized. The patient was treated with vancomycin injection (2g), ceftazidime injection (1g) and tobramycin injection (40mg). At the time of this report, the patient outcome and action taken with pd therapy are unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.